Event description:
It was reported that during incoming inspection "found foreign matter in package."

Manufacturer narrative:
An evaluation was performed on (B)(6) 2014. Received 6 unused i.d. 7.0mm, catalog number: 61110070 endotracheal tubes with frosty balloons, fitted with pp connectors of corresponding sizes and tubes marked as per jss specification. Products fitted with pvc bullet valves with pilot balloons printed with sizes identification 7.0 mm and work order number (B)(4). The samples were tested on (B)(6) 2014. The samples were inspected and the observations are as follows: 3 units confirmed with foreign substance in package; 1 unit confirmed for hair in package, 1 unit confirmed for foreign particle embedded and 1 unit confirmed for improper product indication. Review of the assembly record did not reveal any signs of the associated defects detected during the 100% light test. Based on the analysis of the returned samples provided it was found that they did not meet our inspection criteria. However, this complaint issue has been investigated to address the confirmed complaint and documented in the CAPA system. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(6) /2014.